Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that, "gentleman on antibiotic infusers (fluclox and cefazolin) had issues with sudden PICC occlusion. Cxr normal. Alteplase was not successful and the device had a slight ¿bounce¿ on flushing. I took the securacath lid off and withdrew the PICC 1-2cm and the device worked perfectly. I was understandably suspicious of a kink but left it in. 4 days later he presented to ed with fluid leaking into his dressing. The PICC has a visual split at 11cm mark (7cm was the external length) but there isn¿t the usual evidence of a kink at the site of rupture."

Event description:
It was reported that, "gentleman on antibiotic infusers (fluclox and cefazolin) had issues with sudden PICC occlusion. Cxr normal. Alteplase was not successful and the device had a slight ¿bounce¿ on flushing. I took the securacath lid off and withdrew the PICC 1-2cm and the device worked perfectly. I was understandably suspicious of a kink but left it in. 4 days later he presented to ed with fluid leaking into his dressing. The PICC has a visual split at 11cm mark (7cm was the external length) but there isn¿t the usual evidence of a kink at the site of rupture."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed and determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing at the 11 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.